Manufacturer narrative:
Hill-rom technical support informed the account that the emergency stop button was part of the control box and that needed to be replaced. Inspection protocol: liko¿ mobile lifts and liko¿ sit-to-stand lifts: press the emergency stop button. With the emergency stop pressed in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a sabina ii lift had a missing emergency stop. The lift was located at the account at the time of the incident. There was no patient or caregiver injury reported. This report was filed in our complaint handling system as complaint # (B)(4).